Event description:
It is reported that the reamer fractured during use.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This type of failure may occur if the threaded peg of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. The exact cause analysis cannot be determined with certainty. As returned, threaded portion of locking screw and a portion of reamer center tab is fractured away and not returned. All measurements taken are within specification, including hardness. Device history records indicate all components were manufactured and inspected to specification.